Manufacturer narrative:
A request was made to the field representative to confirm the lead problem and other details about this case. The field representative later confirmed the lead involved was the right ventricular (rv) lead and that it had dislodged one day post-implant. It was not known if the lead was retained by the hospital. At this time, the explanted lead has not been returned. If the product is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this pacing lead was implanted successfully, with no issues observed. The lead had not moved during the implant procedure. However, the next day, the cardiologist noticed a problem. X-rays were performed, which confirmed the problem. The next day, the patient was returned to the operating room for a lead revision. The helix on this lead was not able to be extended/retracted, so the lead was removed and replaced. It was noted that the patient was worried and that the hospitalization was prolonged, due to this incident. Based on the available information, it was suspected the problem was that this lead had dislodged one day post-implant and was not able to be repositioned. No additional adverse patient effects were reported.